Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that small tears in the pump silicone segment caused leaking of the tpn and lipids into the pump and onto the floor. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from small tears in the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0387 inches long. Visual examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear was not identified.